Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the system was explanted and replaced. The issue was resolved and therapy has been restored. The ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01288 & 3006705815-2020-01289 it was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. X-rays were unremarkable for lead migration. As a result, the patient may undergo surgical intervention to address the issue. Note: both of the patient's leads are being reported because it's unknown which lead is liable.